Event description:
It was initially reported to philips that the heartstart xl defibrillator had damaged paddles but it was clarified that the device had ECG noise. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.